Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, pump will not flow, which was reproduced and confirmed during evaluation. Evaluation tested the device and found that the pump did flow, but under-infused by 12.322% at the 999ml/hr rate during testing. Evaluation found the upper valve and lower finger travel out of specification. The device was re-calibrated. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump "will not flow." It was also reported there was no patient involvement.